Event description:
The patient had bha at a different hospital in 2005. The patient had a extraction surgery because of infection. It was found that the locking ringe of the centrax bipolar was disassembled all the way around.

Manufacturer narrative:
Device not returned. No evaluation will be performed.